Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra meter does not turn on. The medical surveillance specialist contacted the patient to obtain/clarify information however, the patient was unable/unwilling to answer any additional questions. The patient simply said that the meter broke and he needed a new one. Then he said that he felt symptoms of shakiness and dizziness sometime after the issue with the meter began. As a result of the meter issue, the patient did not take any action regarding management of diabetes. He does not know when the meter issue started. He said the symptoms started about three days prior to contacting lifescan. It would be helpful to know how the patient manages his diabetes and whether he would have done anything differently regarding management of diabetes had his meter functioned. It was determined during the troubleshooting telephone call that the patient used correct test strips. When inserting the strips all the way into the test strip port the meter does not turn on. The meter does not turn on when pressing the power button. The patient replaced the battery per the owner's manual. The batteries are correctly installed and the battery contacts were in good condition. Based on the information provided there was no misuse of the product. Although details of the incident are unknown, this complaint is being reported because the patient alleged the meter stopped functioning and after the issue started the patient developed symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.